Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a ventricular tachycardia procedure, the patient experienced a cardiac tamponade which required a pericardiocentesis. While advancing the catheter into the left ventricle, a drop in blood pressure and poor contractility in the cardiac silhouette was observed. Fluoroscopy and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. The perforation was located in the av groove. There was no performance issue with any abbott device. The physician is unsure what caused the tamponade.